Event description:
The freestyle libre 3 has failed the last 4 sensors I have applied. It reported normal levels the first day and then reported low glucose readings such as 53 when my finger stick was 123. Each one lasted 4-5 days and then I was informed that the sensor no longer worked. An error code of 365 was given on each sensor. I reported it to the company and they sent me a replacement but they are supposed to last 14 days. I used the libre 2 also and had 8 out of 10 stop working early and give false hypoglycemic events. The failure rate is too high and it caused me to eat more carbs and have high glucose levels that were not being recorded by the sensors. Reference reports mw5116380, mw5116381, mw5116382.